Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on 9/1/2017 stating that there was some minor oversensing on the lv lead and lv pacing was 65%. The physician was dr. (B)(6) at (B)(6) cardiology. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).